Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
On an unreported date, the patient experienced a breach in aseptic technique and acquired peritonitis. It is unknown if the peritonitis was recovered. It was reported that the patient again experienced peritonitis seven days later due to another breach in aseptic technique. Three days later the patient was hospitalized for the peritonitis. Treatment was not reported. The patient was started on hemodialysis. One week after being admitted, the patient was discharged from the hospital. No additional information was available at the time of this report.